Event description:
It was reported that the rigid video laparoscope had no image and endoscope scope communication error (b30). The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, the cause of the reported malfunction is due to a defective cable. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed, and the distal end of the insertion section has contour sharpness. The likely cause of the additional failure is due to stress. However, the root causes could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.